Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Event description:
It was reported that patient underwent knee procedure on an unknown date. Revision procedure was performed in 2009 due to pain and infection. On opening the joint, the hospital reported a section with dark brown discoloration. No further complications have been reported.